Event description:
Related manufacturer reference number: 2017865-2021-39640. It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the patient's pacemaker exhibited undersensing. Additionally, fluoroscopy revealed that the right atrial lead had dislodged. The right atrial lead was removed and replaced. The patient was stable.